Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged high blood glucoses found on (B)(6) 2021. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm were found in the history files or traces for the event date. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿the original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The original pcba1 was installed in the original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The insulin pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), problem isolated on the pcba1/pcba2. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The insulin pump passed all the required testing. The force sensor is within specification and the motor functioning properly. Unable to verify customer alleged for high bgs. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, problem isolated on the pcba1/pcba2.

Event description:
Information received by medtronic that the customer experienced high blood glucose level. The customer blood glucose level was 20 mmol/l at the time of incident. The customer¿s current blood glucose value was 14.9 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.